Event description:
Additional information was received that nearly a year after this initial allegation, the atrial lead was surgically abandoned due to the ongoing issue. No additional adverse patient effects were reported.

Event description:
Boston scientific received information that during a routine follow up visit, this right atrial (ra) lead exhibited high thresholds and was found to have fractured. In addition, review of an electrogram (egm) revealed that the atrial lead had oversensed. The physician elected to reprogram the device as the patient has their own sinus rhythm. No adverse patient effects were reported. The lead remains in service.

Manufacturer narrative:
The lead remains in service. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated and an amended report submitted should further information be provided.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.